Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed that the returned device indicated normal battery depletion.

Event description:
It was reported that the implantable pulse generator had no output, was unable to establish telemetry, would not elicit a magnet response, and no pacing was noted on electrocardiogram. Manual interrogation with the analyzer revealed error messages noting the device was at end of life (eol) and had reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2007; 4076 implantable pacing lead (B)(6) 2007; 3778-60 pain stimulation lead (B)(6) 2009; 37702 pain stimulation implantable pulse generator (B)(6) 2009. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.